Manufacturer narrative:
Device evaluated by manufacturer - additional information the device was returned for evaluation. After analysis of the returned device the clinical observation was not confirmed. As received the implant coil was already detached from the pushwire. The implant coil was found damaged and stretched with the polypropylene filament intact. Additionally, the pushwire was found broke into two segments from the proximal end with the release wire pulled out. The pushwire found bent, but intact distal to the break indicator at the manual detachment location (via hypotube). Without returned the instant detacher, any contributing factors from the instant detacher could not be assessed. Based on the reported information and analysis we are unable to definitively determine the cause of non-detachment. It is possible that the instant detacher may have contributed to the reported event, as the tack weld replacement (twr) crimp was found to still be intact. In regards to the difficulty detaching the implant coil by the manual method (via hypotube), it is likely that the customer breaking the pushwire at an incorrect location. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt and evaluation of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of a coronary artery fistula, this coil would not detach with an instant detacher. It was reported that the physician made numerous maneuvers to detach the coil without success. The physician pulled back the coil into the catheter and removed from the patient. After removed from the patient, the coil was detached inside the microcatheter. The physician replaced it with another coil and finished the procedure. No patient injury was reported as a result of the procedure.